Event description:
The customer reported to olympus, the evis lucera colonovideoscope exhibited nozzle drain failure. It was also reported that the water flows without engaging the air/water valve and the water feeding does not stop. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation- nozzle drain failure. However, the allegation ¿water flows without engaging the air/water valve¿ was not confirmed. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on bending section cover had a crack and white-clouded area. Adhesives around objective lens and light guide lens had white-clouded area. Scratches were found on connecting tube and protector of universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowed in and became clogged inside the air/water channel. Concerning the cause of foreign material flowing inside the channel, the cause could not be further presumed since the information on the handling of the device was not obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.